Manufacturer narrative:
(B)(4). Of the 2 devices reported, a total of 2 devices were received for evaluation. Additional lot# r9337c; t92r7j. (B)(4).

Event description:
This report summarizes 2 malfunction events involving a total of 2 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.